Event description:
It was reported that during an unknown procedure, the plastic ring was loose. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Results: uncut washer - blemished the analysis results found that the device arrived and in good visual condition. The breakaway washer was present and not fully assembled to the anvil, uncut and the device was fully loaded with staples, indicating that the device had not being fired. The washer to be noted damaged as if intent was made to removed the washer from the anvil with a hard object causing the damaged to the washer. The device was tested for functionality with the test washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.